Manufacturer narrative:
This report is submitted on january 11, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced breakdown of skin flap at implant site, resulting in infection. Subsequently the patient was treated with antibiotics (type and date not reported), however the issue could not be resolved. The device was explanted on (B)(6) 2016.

Manufacturer narrative:
This report is submitted february 6, 2017.